Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 63 percent remaining to 16 percent in one month. Analysis of device memory confirmed a battery depletion anomaly. Boston scientific technical services (ts) recommended device replacement. Available information indicates this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
He product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported.